Event description:
Patient tracking received a tracking form through email alleging a catheter revision. Additional follow up communication confirmed that the patient had complained of a decrease in therapy. During a catheter dye study, it was noted that the catheter had migrated from the intrathecal space to the epidural space. The patient denied any fall or injury. It was unknown how the device migrated. Clinical specialist believed that the catheter portion was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was discarded and not returned. Clinical specialist (cs) stated that it was unknown how the device migrated. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).